Event description:
The farawave ablation catheter was used during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. It was reported that the patient experienced phrenic nerve injury. After observing the absence of diaphragmatic movement during applications in right superior pulmonary vein (rspv), fluoroscopy recordings during right inferior pulmonary vein (ripv) ablation were reviewed, and it appears that nerve paralysis occurred during the second application in this vein (27 applications from the beginning). The nerve was stimulated, but the left side of the diaphragm showed no movement. The diaphragm was rising when the patient inhales. The procedure was completed succesfully with original device. The patient will be monitored but is expected to fully recover. The device is not expected to return for analysis. Additional information was received. The patient was checked but the mobility of the diaphragm had not returned. The patient was discharged home and reported no breathing problems or any other related nerve injury.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was used during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. It was reported that the patient experienced phrenic nerve injury. After observing the absence of diaphragmatic movement during applications in right superior pulmonary vein (rspv), fluoroscopy recordings during right inferior pulmonary vein (ripv) ablation were reviewed, and it appears that nerve paralysis occurred during the second application in this vein (27 applications from the beginning). The nerve was stimulated, but the left side of the diaphragm showed no movement. The diaphragm was rising when the patient inhales. The procedure was completed succesfully with original device. The patient will be monitored but is expected to fully recover. The device is not expected to return for analysis. Additional information was received. The patient was checked but the mobility of the diaphragm had not returned. The patient was discharged home and reported no breathing problems or any other related nerve injury. The patient's condition will be checked once more on (B)(6) 2025. The final checkup was made the patient had fully recovered.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was used during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. It was reported that the patient experienced phrenic nerve injury. After observing the absence of diaphragmatic movement during applications in right superior pulmonary vein (rspv), fluoroscopy recordings during right inferior pulmonary vein (ripv) ablation were reviewed, and it appears that nerve paralysis occurred during the second application in this vein (27 applications from the beginning). The nerve was stimulated, but the left side of the diaphragm showed no movement. The diaphragm was rising when the patient inhales. The procedure was completed successfully with original device. The patient will be monitored but is expected to fully recover. The device is not expected to return for analysis.